Event description:
The initial report stated the facility has experienced cases of infection. Additional information received on 11/20/2006: the infection control nurse stated there were three patients with infections post cataract surgery: two on event date and one the next day. They cultured three different organisms from the patients: 1-mrsa (methicillin-resistant staph aureus); 1-coag neg staph; 1-strep. They cultured all meds and solutions used in the cases and they were all negative. They are not blaming any product as the source of the infections. Additional information has been requested. This event is reported as MFR. Report#2028159-2006-00513. The other two events are reported under MFR report#'s: 2028159-2006-00512, 2028159-2006-00514.

Manufacturer narrative:
H-10: product has not been returned for investigation, including root cause analysis, to date.